Event description:
During a ptca/stent procedure, as the stent delivery system (sds) was being advanced to the lesion located in the lcx, the stent dislodged from the sds. The stent was retrieved with a snare device. Reportedly, there was no pt injury.